Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The vessel morphology was reported as moderate angulation; 12 mm to 15 mm in length and moderate calcification in the aortic neck. It was reported that during the removal of the delivery catheter the bifurcated stent graft was pulled down approximately 3 mm with a slight type I endoleak. During the removal the delivery catheter tip was caught on one of the struts which was inverted, but was able to be corrected with the movement of the delivery catheter proximally. The stent graft delivery system was then removed from the patient and discarded by the user facility. An endurant aortic cuff was implanted and the inaccurate delivery and the type I endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, improper component placement, removal difficulties. (The cause of the removal difficulties leading to inaccurate delivery and endoleak is unknown). Evaluation, conclusion: (the cause of the removal difficulties leading to inaccurate delivery and endoleak is unknown).